Event description:
Reporter indicated a vns (B) (4) handheld computer screen was freezing. Performing a soft and a hard reset resolved the freezing, but the freezing continues to recur. The handheld computer and flashcard have been returned and are currently in product analysis.